Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering inspected and tested the catheter and found to pass all safety and performance tests. The investigation result appeared to be saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Event description:
It was reported that the catheter displayed a poor image on the ultrasound system. The user replaced the catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.